Manufacturer narrative:
D4 UDI (B)(4). Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 2 years and 2 months post implantation of a 26mm sapien 3 ultra valve, patient is currently in cardiogenic shock in the ICU. Stated by the physician to have halt, ef is currently 25 percent. There are no reports of surgical interventions at this time.